Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cystectomy, that the arm cart assembly (aca sn: (B)(6)), right after a relevant collision with another aca (sn: unknown), triggered an unrecoverable error. The start-up specialist (sus) rebooted the arm, but after a while, after there was another slight collision with a different aca (sn: unknown) and it triggered an unrecoverable error again. The sus rebooted the aca a third time, but again, after an internal collision between the instruments, it triggered another unrecoverable error. The arms were inside the patient cavity when the collisions happened but there was no damage to any instruments. The sus rebooted the arm once again and the aca could be used. There was a delay of 20 minutes due to the issues. There was no patient injury.